Manufacturer narrative:
A covidien customer service engineer (cse) verified the reported problem. The cse then replaced the exhalation solenoid valve. The cse performed electrical safety checks and ran all calibrations and testing. All tests passed per manufacturer's specifications at the time of service. (B)(4).

Event description:
A report was received that stated, while in use on a patient, the pb540 ventilator generated an exhalation valve error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.